Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis revealed high pacing impedance which began 2014-06-08. The impedance steadily rose from 3040 ohms to 3686 ohms. A lead integrity warning was triggered for high impedance on 2014-(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4574-53 lead implanted (B)(6) 2011; 354805 lead implanted (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was fractured, had high impedance and an alert was triggered. It was also noted that the patient had a car wreck about two days prior to the lead alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.